Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant. The pump and system controller would be returned. A log file analysis and system drive checks were requested right before the transplant. The patient was asymptomatic. The log file was reviewed and showed only routine events and no notable alarms or parameter changes. The pump was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally report that the transplant was considered routine. There were no reports of any issues with the pump.

Manufacturer narrative:
Section g2 report source correction. Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable severed approximately 12¿¿ from the pump header. The remainder of the pump cable, including the inline connector was returned. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces did not reveal any evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files were retrieved from (B)(6) and captured the pump functioning as intended. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the patient handbook rev. C are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.